Event description:
It was reported the patient had an emi (electromagnetic interference) issue from customer environment. Healthcare provider told the patient to turn off the device. It was noted that the patient was alive with no injury at time of reported event. The patient experienced a burning sensation at the lead location. The patient called the 800 number on ID (identification) card back in (B)(6) as the patient says while at their stove they felt a burning / shocking in their tailbone/where the lead was. The patient said whoever answered our call center told the patient to call their healthcare provider. Additional information received reported the patient was doing fine as of last week.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported the patient was being burned by their device. Additional information stated the patient was severely burned while making breakfast on (B)(6) 2014. The patient stated that caused a burn that could be seen from the lead site to the battery site. It was noted the site was red and "oozy" and they couldn't sit or walk. It was reported the patient still had one site that kept breaking open and they indicated that it was "down bottom where lead is connected to the sciatic nerve" on the left side. The patient stated the lead was implanted on the sciatic nerve. Reportedly, the patient turned off the therapy after they were "zapped." The patient met with a manufacturer representative on (B)(6) 2014 and they turned the therapy on again but kept the stimulation at a low level. The patient stated it wasn't high enough so since then they were wetting their bed and having accidents while trying to get to the toilet. The patient mentioned they waited to turn the implant up and they turned it off around 8 or 9 the night prior to report. It was noted the patient wanted their current implant taken out and a new one put in. It was stated the patient's therapy worked fine for a month prior to their incident in (B)(6). It was noted the patient had an appointment scheduled for (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0c468, implanted: (B)(6) 2013, product type: lead. Product ID: 3889-28, lot# va0c468, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0c468, implanted: (B)(6) 2013, product type: lead. (B)(4).